Event description:
Customer reported a past high blood glucose event with the specific cause and highest bg level unknown. There was no adverse impact to the customer's blood glucose level. To address the high bg, the customer administered a correction injection using manual daily injections. The control iq feature was active during the event, and although frequent high bgs were experienced, no third-party assistance was needed. Customer was transferred for further support.